Manufacturer narrative:
The xenon lightsource w/australian power cord (00mlxau) was received by the service and repair depot for evaluation: a review of the device history record (DHR) was not performed as the described complaint is being addressed under internal quality plan and is not related to a manufacturing non-conformance. Failure analysis: upon evaluation of the lightsource, it was discovered that this device would not power on. All fuses had been blown out, and the power supply unit was faulty. The lamp hours were greater than 1000; therefore, all parts required replacement. The complaint reported by the customer was confirmed. Root cause analysis: the device was received in used condition with blown fuses. The lamp life was greater than 1000 hours and internal parts required replacement; this is likely due to use over time. No further investigation is required based on risk acceptability, no manufacturing defects were noted, and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that the xenon lightsource w/australian power cord (00mlxau) was not powering on and found that all fuses had blown out. It is unknown whether there was patient involvement; however, no injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.